Manufacturer narrative:
(B)(4). Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for unrelated alarms during last fill on a homechoice (hc) machine, it was reported that the home patient (hp) had changed the solution bags on the setup without replacing the cassette. The technical service representative (tsr) assisted the hp in ending therapy. No patient injury or medical intervention was indicated in association with this report. No additional information is available.